Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff¿s attorney that on or about (B)(6) 2010 the plaintiff was implanted with a miniarc single-incision sling system to ¿correct her symptoms¿ of ¿pelvic pain, cystocele and stress urinary incontinence¿. It was alleged that the plaintiff has ¿suffered and continued to suffer, debilitating injuries¿, has had ¿vaginal pressure and pain, vaginal bleeding, and dyspareunia¿, and has had other injuries. It was also reported that the plaintiff had ¿revisionary surgeries¿, on unk date(s).